Event description:
During a procedure, the o-ring in the adaptor connecting the regulator to the argon tank broke and a massive leakage was observed. This leakage did not allow the correct pressure in the seednet and the procedure had to be cancelled. The patient was treated using radiofrequency ablation. Since this rupture occurred after the test phase, three needles could not be used and were discarded.

Manufacturer narrative:
This o-ring is located on the regulator adapter on the connection to the cylinder. The o-ring is seated in its place in the adapter with no securing element that keeps the o-ring inside. The adapter and o-ring are off the shelf items per specific country. It is the user responsibility to verify the existence and integrity of the o-ring before connecting to the cylinder, and replace if needed. It is the customer responsibility to keep spare o-rings which he can purchase from a local gas vendor. In this case, the treatment was cancelled and the patient was treated with a different ablation technology. The o-ring was subsequently repaired by the customer.